Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leaking needle housing is confirmed and was determined to be supplier related. One 22 ga x 0.75 in. Safestep infusion set was returned for evaluation. An initial visual observation of the returned infusion set revealed saline use residues along the device. A functional test of infusing water into the luer of the infusion set using a 12 ml syringe revealed a leak at the needle/housing interface. The needle shaft was observed to be loose in the housing, as it moved during evaluation of the device. A microscopic observation revealed some missing adhesive along the outside edge of the needle. A uv light was used to identify small bubbles in the adhesive of the needle housing. The complaint of a leaking infusion set is confirmed and was determined to be related to the manufacture of the device. The device is a supplied component and the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the device started leaking saline from tubing under the patient's dressing. No further details available or provided.